Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge. (B)(4).

Event description:
Customer reported her insulin pump alarmed on delivery during a priming. Customer's blood glucose is 600mg/dl. She treated with an insulin pen, but she has been high all day. Customer has a head cold. She stated it is normal for her to be high when she is sick. Customer stated she did an infusion set this morning. When she got up, she noticed she was a little high. She took a nap and when she woke up, her blood glucose was 600mg/dl. She refilled her reservoir and was priming when the alarm occurred. During troubleshooting, it was found the alarm was possibly caused by a faulty infusion set. The drive support cap appeared normal. The device passed the high pressure test. Customer was advised to change her infusion set and reservoir and monitor her blood glucose. Nothing further reported.